Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure in nim mainframe error stated emg motor disabled. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). Mainframe (s.no: (B)(6) ) imdrf codes: img g02030, fdd a0908, fdr c20, fdc d02 <(>&<)> fdm b17. Patient interface (s.no: (B)(6) ) imdrf codes: img g02005, fdd a0908, fdr c20, fdc d02 <(>&<)> fdm b17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating sometimes device was not working.